Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. Noise was noted on an egm. The lead was capped and replaced. There were no adverse complications.